Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touchscreen had a delayed response. Additionally, it was reported that the cartridge was leaking. Customer's blood glucose level ranged between 285-485 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.